Manufacturer narrative:
H6: investigation summary: customer returned (10) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 0125308. Customer states that the hub detaches. All returned syringes were tested and no hub assembly separated from the barrel when the shield was removed. A review of the device history record was completed for batch# 0125308. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200893682] noted for out of spec shield pull. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: material no: 328438 batch no: 0125308. With regards to bd lot 0125308, the actual defect we are struggling with was a detachment of the hub that holds the needle from the syringe body itself, with minimum force applied. We actually identified this defect due to multiple complaints received, and have further noted an increased incidence of this during use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: material no: 328438 batch no: 0125308. With regards to bd lot 0125308, the actual defect we are struggling with was a detachment of the hub that holds the needle from the syringe body itself, with minimum force applied. We actually identified this defect due to multiple complaints received, and have further noted an increased incidence of this during use.